Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare worker reported uveitis following an intraocular lens (iol) implant procedure. The patient also experienced eye pain, conjunctival hyperemia and corneal keratic precipitates. The symptoms resolved with treatment. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the first eye.